Event description:
It was reported that pump declared multiple altitude alarms. Reportedly, the pump was not outside the labeled altitude operating range. Customer¿s blood glucose displayed "high", with exact value unknown. Customer gave correction injection using multiple daily injections to address the elevated blood glucose. Reportedly, the customer reverted to an alternate form of insulin therapy.